Event description:
It was reported that the customer experienced a low blood glucose (bg) levels ranging from 40 mg/dl up to a blood glucose level reading of ¿high¿ (value not provided), cause was unknown. Reportedly, the customer experienced shaking. Reportedly, the customer alleged that the pump did not deliver insulin as intended; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.